Event description:
Per the clinic, the patient reported performance decrement over time. The patient also reported pain with device use duing stimulation of certain electrodes. Troubleshooting was performed, however, the decrease in performance remains. Subsequently, the device was explanted on (B)(6) 2024.